Event description:
It was reported that pump displayed malfunction code 12 multiple times, with no notable events prior to the issue and no reported impact to the customer¿s blood glucose level. Customer stated that similar malfunctions had occurred at least three times on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, while technical support arranged shipment of replacement pump under warranty, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it within 10 days using prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.